Event description:
It was reported that the patient experienced pain and bruising at the implantable pulse generator (ipg) site after the implant procedure. The patient subsequently underwent a procedure wherein the physician secured the ipg eyelets with sutures. The patient was doing well postoperatively. No device malfunction was suspected. The ipg has remained implanted and in use.